Event description:
The complainant reported an (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. A thrombus was found on the tip of the impella upon removal. A fogarty catheter procedure was then required to remove remaining thrombi from the artery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.